Event description:
It was reported that the patient received inappropriate therapy due to "bad sensing values" and noise on the right ventricular lead. Analysis of performance data noted a patient alert was triggered for high impedance and oversensing was occurring. A high number of fast supra-ventricular tachycardia/non-sustained tachycardia (svt/nst) episodes of short duration were also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. There was 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 21:00:10. The daily pace lead impedance trend data shows a spike increase for ventricular pace bi impedance equal to 475 to 4047 ohms peak between (B)(6) 2012, then returning to 475 ohms on (B)(6) 2012. Interference/noise was also noted. The ventricular short interval count (v-sic) was equal to 8797.7 counts avg/day, in 1.72 days, between (B)(6) 2012 21:00:19 and (B)(6) 2012 14:20:14. There was also oversensing. There were 10 ventricular non-sustained tachycardia (nst) episodes less than or equal to 210 ms on (B)(6) 2012 in the timeframe between 15:14:16 and 16:10:23. There were 23 ventricular fibrillation (vf) episodes less than or equal to 210 ms average v-cycle between (B)(6) 2012 04:42:31 and (B)(6) 2012 14:34:28. A lead integrity alert was triggered; there were 2 patient alerts for lead failure predictor on (B)(6) 2012 20:04:44 and (B)(6) 2012 12:47:54.